Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2012, during a call with baxter customer services, the nurse reported the following information. On an unreported date, the patient began peritoneal dialysis (pd) therapy. On an unreported date, the patient made mistake described as a touch contamination which caused peritonitis (onset date not reported). The patient was not hospitalized for the event. Treatment was not reported. On an unreported date, dianeal therapy was withdrawn. At the time of this report, the patient was recovering from the peritonitis. Per the nurse, the event of peritonitis was related to dianeal therapy. On (B)(6) 2012, gpv contacted the peritoneal dialysis registered nurse (pdrn) and received the following information regarding the peritonitis event. Peritonitis was not related to dianeal solution or to baxter devices or disposable products. The nurse declined to provide any further information. On (B)(6) 2012, gpv contacted a second pdrn regarding the peritonitis event. The following information was reported. On (B)(6) 2012, the patient was diagnosed with peritonitis manifested by cloudy effluent. The nurse was unable to confirm if the cause of peritonitis was a break in aseptic technique. The patient was not hospitalized for the event. On (B)(6) 2012, the patient was treated with one dose of vancomycin 1500mg intraperitoneally (ip) and retrained on aseptic technique. On (B)(6) 2012, the patent was treated with fortaz 1 gram daily ip. The patient took the first 3 doses, stopped treatment for 1 week and then resumed antibiotic therapy for 11 days. On (B)(6) 2012, the patient went to the hospital to remove pd catheter, but catheter was not removed at this time and the patient was discharged home. On (B)(6) 2012, the patient experienced a relapse of peritonitis. The nurse believed that the relapse in peritonitis was due to the patient not following the prescribed treatment with ip fortaz. On (B)(6) 2012, the patient was started on oral bactrim ds twice daily for two weeks (dose unknown). On (B)(6) 2012, the patient was discharged from the hospital. At the time of this report, pd therapy was ongoing. The patient was recovering from peritonitis. The events were not related to dianeal therapy or to baxter devices or disposable products. On (B)(6) 2012, gpv contacted the pdrn regarding clarification of hospitalization dates. The following information was reported. On (B)(6) 2012, the patient was admitted to the hospital for relapse of peritonitis. On (B)(6) 2012, the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4). This report of peritonitis - no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter and the user did not describe any types of use errors or other issues that might have caused potential contamination. A review of all batch record documents was performed for potentially associated lots gd892216 and gd891986 with no issues noted during the manufacturing process. There were no deviations from standard procedure.

Manufacturer narrative:
(B)(4). This is report 3 of 3. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.